Event description:
The information received indicated that the patient was admitted with a lesion in a dialysis shunt. The lesion had calcification and vessel tortuosity. The rate of stenosis was unknown. Initial dilatation was conducted with an aviator plus without problems. The device was removed from the guidewire. As the target lesion was observed not to be dilated enough, the device was delivered to the lesion for dilatation once again. However, although the pressure was increased up to 8atm, it could not be maintained and came back to 6atm. When the device was checked, leakage was observed from the guidewire exit port (hole) with pressure at around 6atm. The aviator plus was removed from the patient and changed to 424-5520w (lot unk). The procedure was completed without any other issues. The procedure was performed following the IFU. There was no excessive force applied to the balloon during the withdrawal. The complaint product will be returned to your side for analysis. There was no adverse event and the patient is in stable condition.

Manufacturer narrative:
After initial dilation of a calcified lesion in a dialysis shunt with an aviator plus, the device was re-delivered for further dilation; however, although the pressure was increased up to 8atm, it could not be maintained and came back to 6atm. When the device was checked, leakage was observed from the guidewire exit port -hole with pressure at around 6atm. The aviator plus was removed from the patient and changed to another aviator (B)(4). There was no adverse event and the patient is in stable condition. The procedure was completed without any other issues. The vessel was tortuous; the percent of stenosis is not known. The initial dilation with the aviator plus was conducted without any problems and the device was removed from the guidewire. Since the target lesion was not dilated enough the device was delivered for additional dilation. The procedure was performed following the IFU. There was no excessive force applied to the balloon during the withdrawal. A non sterile aviator plus 6.0mmx20mm, 142 cm was received coiled and inside a bag. The balloon appears as if it had been inflated and deflated. No other anomaly was observed in the returned device. With attempt to inflate the balloon a leakage was observed in the transition seal area at 26 cm from the distal tip. A scanning electron microscope was performed to the transition seal (shaft/body) and results showed that the shaft external surface exhibited evidence of damage represented as multiple holes; upon checking the shaft's internal surface, it was noted that no leak-holes could be found; however, because the transition seal area is difficult to cut through and work on it. This was a strong factor in not being able to find the hole(s) that went through the whole wall thickness of the shaft and where the shaft leaked through. The exact cause of the damage could not be conclusively determined. With review of this type of failure, although not specific for this product, factors that can contribute to holes in the area were identified. These included sealing defects due to temperature speed or time of the sealing, dried parts prior to seal or oils and/or silicon in the machine dyes. Second, the moisture is in the nylon when is sealed, all nylons absorb moisture from the environment, components fused in the transition seal: shaft (B)(4), filler (B)(4), outer body g-rex (B)(4), inner body annealed (B)(4). Third is the porosity due to trapped air during the sealing process, due to gases released during solidification, gases released from chemicals reactions between various elements during sealing or distribution of porosity: random or concentrated in certain region of the sealed zone. Fourth is slag inclusions due to contaminants from the environment (can cause temperature to drop), careful in multiple sealing layers or sealed surfaces should be cleaned of all slag before next unit is deposited. Finally is incomplete fusion due to temperature insufficient, improper cleaning of the sealing area, inadequate sealing or due to low heat and low time of sealing. According to this information, the transition seal machine was reviewed and the temperature used normally is 220c, the parameters are 215 - 230c. No oil or silicon were noted in the dies, also during this process, it is used a sleeve tube to protect the components during the sealing process. The specification for the mentioned part numbers was reviewed, these components are made with nylon, and however, as part of the receiving inspection, the supplier provides the water moisture included in the coc. Depending on the nylon properties is the moisture percent; the maximum found for these components is 0.10% of water moisture. Every shift, the process line is cleaned per procedure. A meeting was held with qa, manufacturing and production representatives to inspect the involved unit and, during its analysis, it could be observed that this reported failure could be related with holes in the seal failure detected during normal inspections of the line. Two samples with holes in the transition seal defect were taken from normal production line in order to perform the sem analysis. The worst case was taken in order to perform the sem analysis and the scanning electron microscope shows a different kind of failure in this unit. Results showed that the shaft external surface exhibited evidence of degradation and multiple crater-like formations in its surface; upon checking the shaft's internal surface, it was noted that only one of the craters went through the whole shaft wall. The exact cause of the failure could not be conclusively determined. The failure could be related to the cleanliness of the dye involved in the transition sealing process, as a second possibility and a less likely one, chemical attack (by prolonged exposure to the chemical) could be the cause of degradation, however, this couldn't be conclusively determined. In this case no chemicals are used during or previous to this process, in addition a sleeve tube is used to protect the components during the sealing process. It cannot be concluded that the failure reported by the customer is the same holes in the seal failure noted during normal production process because the sem analysis performed for each failures showed differences between them. The reported body/shaft leakage was confirmed, however the exact cause of the holes in the transition area could not be determined and/or reproduced, also it cannot be confirmed if this failure is manufacturing related because the bubbles in the seal defect do not have the same appearance as the reported complaint. Controls are in place to detect defects in the transition seal area. Actions have been initiated to investigate the root cause and determine if any corrective actions are needed.

Manufacturer narrative:
The product was returned for evaluation, however, the enginering evaluation is not yet complete. Additional information will be submitted within 30 days from receipt.